Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed a slice in the cord and a pin pushed back in the connector caused the device not to run. The assignable root cause was determined to be due to mishandling and user error by allowing the cord to come in contact with a sharp object and by not aligning the connector properly when plugging it in. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not running. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.